Event description:
It was reported a spectrum pump turned off by itself during infusion therapy (medication and infusion parameters unknown) in the oncology clinic. The infusion was continue using another device. After 2 or 3 minutes the original pump turned back on by itself. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.